Manufacturer narrative:
Per additional information received this device no longer meets the reportability criteria.

Event description:
Additional information received indicates only the left extension and ipg was explanted. Device reported under 1627487-2021-18510 remains implanted.

Event description:
Related manufacturer reference number: 1627487-2021-19421. Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the extensions and ipg was explanted and replaced addressing the issue. Reportedly, issue was resolved and therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18511 it was reported that the patient¿s therapy was affected due to impedance issue. Diagnostic revealed high and low impedances. As such, surgical intervention may take place at a later date to address the issue.